Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low impedance was observed. Fluoroscopy did not reveal any lead anomalies. The lead was capped and cut portion of the lead will not be returned.